Event description:
Customer reports system has an intermittent communication failure.

Manufacturer narrative:
Gehc surgery service personnel replaced lemo connector with ne connector. System startup was intermittent and was still getting comm failure. Replaced the sbc and image processor. Test system, system operates as intended.